Event description:
It was reported that the procedure was to treat a bifurcation lesion in the left main to the circumflex with heavy calcification. The balance middleweight universal ii guide wire was advanced and placed successfully. It was noted that the guide wire was purposely jailed by the stent. A non-abbott stent was implanted. During removal of the guide wire, resistance was noted with the stent. Force was used, and the guide wire separated. A snare device was attempted, but the separated portion of guide wire could not be retrieved. An additional stent was implanted to secure the guide wire to the vessel wall. There was no damage noted to the previously placed stent and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The resistance removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the hi-torque guide wire instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Manufacturer narrative:
(B)(4). (B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.